Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath distal to the suture sleeve tie marks due to friction to another implanted device or feature of the heart. Silicone insulation was not breached at this region.

Event description:
This report is to advise of an event observed during analysis.